Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately eight months post implant of the ipg system approximately four years ago.

Manufacturer narrative:
Product event summary # product ID# adsr01. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device associated with this adverse outcome was returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4).